Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received an alert for high, out of range, hv lead impedance. Intermittent hv lead impedance measurements were noted. A possible lead issue was suspected. Further assessment on the lead was recommended. The patient will continue to be monitored.